Event description:
Additional historical information has been received. A medical chart review revealed the patient experienced difficulty charging her ipg due to the ipg moving/flipping in the pocket because the patient experienced significant weight loss.

Event description:
It was reported the patient's scs system was explanted. The patient alleged her scs ipg gradually took longer to charge, and it would only hold a charge for short periods of time. "The ipg eventually failed." In addition, the patient alleged she would experience power surges from her device.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.